Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in the event, service found there was poor water contact, resulting in the lens surface not being cleaned. There was low angulation, there was play in the angulation control knob, the bending section cover (a-rubber) glue peeled off, the insertion tube was wrinkled, the objective lens was chipped and discolored, the light guide lens was chipped and scratched, the distal end was scratched, the switch was damaged, the adhesive around the lenses was worn, the protector was chipped, the light guide bundle was broken, there were white dots on the image, and there were leaks from the control unit and the auxiliary channel. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was no air or water flow when preparing the colonovideoscope for an unspecified diagnostic procedure. There was no delay in the intended procedure, and the procedure was completed using a similar scope. There was no reported patient harm or impact due to this event. The subject device was returned to an olympus service center for evaluation. During the device evaluation, it was found there was foreign material coming out of the scope due to a blockage in the channel. In addition, service found the up/down knob was dirty. The dirt was suspected to be blood. This report is being submitted for the foreign material and the dirt found during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient reprocessing from the user, since diligence provided that the air/water channel was not flushed with water and air. The reprocessing manual warns in ¿reprocessing manual: 5.3 precleaning the endoscope and accessories¿ as follows: ¿to prevent clogging of the air/water (a/w) nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.